Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7177888, medical device expiration date: n/a, device manufacture date: 2017-08-24 . Medical device lot #: 7352846, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found blocking the tip of the bd insulin syringe with the bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
H.6. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st 4th related compl for difficult/unable to operate & the 4th related compl for fm on needle on lot # 7177888. This is the 5th related compl for difficult/unable to operate & the 4th related compl for fm on needle on lot # 7352846. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7177888. All inspections and challenges were performed per the applicable operations qc specifications. There were ten (10) notifications [200704807, 200704435, 200705403, 200704963, 200704363, 200704446, 200705152, 200705221, 200705325, 200705103] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7352846. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200732989, 200732816, 200732971, 200732391, 200729733, 200732516, 200732632] noted that did not pertain to the complaint.there was one (1) notification [200732065] noted for insufficient silicone. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time

Event description:
It was reported that foreign matter was found blocking the tip of the bd insulin syringe with the bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that foreign matter was found blocking the tip of the bd insulin syringe with the bd ultra-fine¿ needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.